Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further described. The fungal peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day, the patient was hospitalized and treated with injection vancomycin (1gm, every 4th day intraperitoneal, for 2days), injection ceftazidime (1gm, once daily, intraperitoneal, for 2days). Three days after the event onset, the patient was treated with injection vancomycin (1gm, every 4th day, intravenous, ongoing) for fungal peritonitis. At the time of this report, the patient remained hospitalized and recovering from peritonitis. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was performed on four consecutive days. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.